Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul ldh head 46 code l taper 18/20 on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2017 due to pain, elevated metal ions, metallosis and fluid collection. During revision, cup found to be stable and difficult to remove. Thus the durom cup was retained. This is a bilateral claim. Left side complaint : (B)(4).